Manufacturer narrative:
Investigation summary: the event product was returned to applied medical for evaluation. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
"This is a complaint from the market. (B)(4). Please refer to the complaint sheet for investigation." Report from the sales representative: laparoscopic radical prostatectomy - "the customer noted a black material was in the patient cavity. After it was retrieved and checked, the costumer noted it was fragmented from the trocar. The doctor mentioned that a suture or needle for ligation might contact the septum although instruments were inserted and removed through the trocar as usual." Please refer to cer septum check list. Initial investigation report by aomori olympus: "the event unit was returned to olympus and visually inspected. The septum was found to be damaged and missing a portion. The retuned septum portion(size approx. 5.4 mm×5.4 mm) matched to the missing part in shape. No visible damage was observed with the shield and the shield. The unit will be returned to amr for further evaluation. (B)(4)." Patient status - "no patient injury".